Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the stylet was not returned, and that both cuffs contained air. The stylet was removed and 2mls of air was removed from the tracheal cuff. 1ml was removed from the bronchial cuff. Inflation and deflation tests were performed on both cuffs without any issues or restrictions observed. The customer reported malfunction was not verified, as the device was functioning as intended.

Event description:
It was reported that, during pre-use testing, the nurse found that the endobronchial tube cuff failed to properly deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)